Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented a crack on right plunger case and bottom. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Replaced bottom case and plunger assembly for physical damaged. The cause of the reported problem was traced to user error. A manufacturing DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records. Operator of device is unknown, no information provided to date.

Event description:
It was reported that during a preventive maintenance test, a motor drive and occlusion alarm with travel coarse error, check clutch/plunger lever instead of occlusion occurred. Additional information received on 09-nov-2022 via email and attached to complaint object: the reported event did not occur during patient use - it was while a preventive maintenance test was performed. No patient injury was reported.